Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2014. Concomitant medical products: unknown knee femoral cat#: unk, lot#: unk, unknown knee tibial tray cat#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00444, 0001822565 - 2018 - 00445. Remains implanted.

Event description:
It was reported that the patient underwent knee manipulation about two months after a left knee arthroplasty due to pain and to treat knee cap dislocation. Patient uses a walker or cane to move around.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was identified that this device did not cause or contribute to the reported event. The initial report should be voided.